Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The overlay tubing of the lead was extrinsically breached due to melting and developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation and the overlay tubing of the lead was extrinsically melted but not breached. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and oversensing on the right ventricular (rv) lead. It was noted that there was insulation separation between the suture sleeve tie down and where the lead entered the vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.